Event description:
It was reported that the infusion device stops pushing the piston rod when the insulin cartridge is 1/3 full. When trying to bolus beyond the remaining 1/3 of insulin, the engine of the infusion device sounds like it is working but no movement happens and the cartridge has to be replaced. This behavior has happened three times in a row with three different cartridges having to be replaced with the same 1/3 of insulin left inside. The infusion device did not display the mechanical error message resulting in elevated blood glucose levels.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.